Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance troubleshooting an intermittent fiber optic sensor module failure alarm. Screenshot of the iabp monitor screen showed the pump functioning well with appropriate numbers.  Rebooted the pump which resolved the alarm.  It was recommended they change out the console if the alarm were to trigger again and gave my direct contact for any further questions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Screenshot of the iabp monitor screen showed the pump functioning well with appropriate numbers. Nurse rebooted the pump which resolved the alarm.